Manufacturer narrative:
The product involved in the event was returned for evaluation. One sample was received and evaluated under ambient light conditions. The sample arrived folded but not as in the original state. There is a handwritten note adhered to the folded sample with a lot number that matches the number reported. The sample was laid out on the table for inspection. There are three (3) white fibrous masses observed on both sides of the sheet. The fibrous masses appear entangled into the sheet. The fibrous masses measure approximately between 5mm and 4cm. The fibrous masses were viewed under magnification. The areas appear raised and thicker on the sheet. The sheet was shaken lightly on the table, no particulates were observed on the table. The finished product lot was released on 02/10/24, no quality nonconformances occurred during production. The product was found to meet all acceptance and final release criteria. Environmental monitoring results were reviewed during manufacturing and all conditions were found to be within acceptable limits. No prior supplier corrective action requests were issued for the raw material. There is no adverse trend for lint or static for the tray liner product. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The nursing team filed a complaint regarding white particles from the tray liner falling off into the instrumentation tray upon opening. The particles were reported to affect the surgical field sterility. Attempts were made to gather more information regarding incident impact on (B)(6) 2024. The customer has not responded.